Event description:
New information received notes that the patient's insertable cardiac monitor (icm) was explanted and replaced. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited an undersensing. No intervention or patient condition was reported.

Event description:
New information received notes that it was unknown if an intervention was performed and the patient was in a stable condition.

Manufacturer narrative:
Correction- senton b5: it was unknown if the insertable cardiac monitor (icm) was explanted as reported in the previous supplemental report (2017865-2026-01819) and the patient was in a stable condition. Section h1, corrected the reportable event from "serious injury" to "malfunction".